Manufacturer narrative:
Additional information was received that the vent engine was damaged due to water in air pipeline, this is user error and not a reportable malfunction. D4 primary UDI number corrected.

Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a failure to power up that could cause loss of mechanical ventilation. There was no patient involvement.